Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use in initial drain. The home patient (hp) was inquiring how to remove large gaps of air from patient line. The baxter technical service representative (tsr) advised home patient (hp) to end therapy and start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the low drain volume alarm. The cg reported that the issue was resolved by starting over with new supplies. The cg stated that he helped that home patient (hp) that night with set up and had left the clamp closed on the patient line while priming. The hp also had started therapy empty. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per cg, the hp did not did not have any injury or harm as a result of this incident. The cg stated, the hp was doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The complaint was confirmed but due to lack of sample the root cause was undetermined.